Event description:
The ebb faults were initially resolved but ended up presenting recently and required a system controller exchange (2916596-2025-05997). The low power, power cable disconnect and no external power alarms resolved by cleaning and replacing the battery clips. The mpu had a v-lock connector. It was unknown if the ac power cord came loose at the wall outlet. It did not come loose at the back of the unit. It was unknown if there were any environmental circumstances at the time. The mpu was not exchanged or removed from service. The ebb and mpu would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the log files were sent in because the patient had an emergency backup battery (ebb) fault alarm. The log file was reviewed. There were power cable disconnect/low power hazard and no external power on (B)(6) 2025. This was caused by power to the mobile power unit (mpu). There was no pump interruption during this event as the ebb function as intended. The alarm resolved upon reconnection to battery.

Event description:
The battery clips that were replaced were done in a response to a later event. Their replacement did resolve the alarms under this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect, low voltage hazard, and no external power alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025, per the timestamps. On (B)(6) 2025, power cable disconnect, low voltage hazard, and no external power alarms activated as the relative state of charge (rsoc) and voltage of both power cables began to simultaneously decrease to approximately 0 volts (v), consistent with a loss of alternating current (ac) power while connected to the mpu. The backup battery supported the system without issue during the event. The no external power alarm resolved after ac power was restored to the mpu. No other notable events were captured in the log file. The mobile power unit (serial number (B)(6)) was not returned for analysis. Provided information indicated that the low power, power cable disconnect, and no external power alarms resolved after cleaning and replacing the battery clips. The mpu was noted to have a v-lock connector on the ac power cord. It was unknown whether the ac power cord came loose at the wall outlet, but it did not come loose from the back of the unit. It was unknown whether there were any environmental circumstances that would have affected ac power at the time of the event. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed, and the records reveal that the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 instructions for use (IFU), rev. D, is currently available. Section 3 entitled ¿powering the system¿ addresses how to use the mobile power unit to power the system. Section 7 entitled ¿alarms and troubleshooting¿ describes all alarms which occur on the mobile power unit and system controller. Section 8 entitled ¿equipment storage and care¿ indicates that cleaning and service should be performed only by abbott medical-trained personnel. The user is instructed to not attempt cleaning or repair on their own. No further information was provided. The manufacturer is closing the file on this event.